Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor and electrode belt pulse delivery and ECG acquisition circuitry was fully functional. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that on the morning of (B)(6) 2018, a patient's wife reported that the patient had wounds on his back caused by his wheelchair and that the lifevest was aggravating the wounds. The patient's skin was described as delicate. The patient stated he wanted to remove the lifevest. The patient's wife reported that the equipment was removed, that they would let the soreness subside before putting the device back on, and that the doctor would be contacted the next day. During a follow-up on (B)(6) 2018, it was reported that the patient had passed away on (B)(6) 2018 in the late afternoon. The patient's death was reportedly not cardiac related but due to "natural causes". The patient was reportedly not wearing the lifevest at the time of death. Review of the associated device flag data indicates that the patient last wore the device on (B)(6) 2018.